Manufacturer narrative:
On 8/26/2019, mentor became aware that the product information submitted in supplemental report 1 was incorrect, and that the data submitted in the initial report was correct. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round high profile 460cc, catalog # 3503460, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor smooth round high profile 460cc and experienced a deflation on the left side post-operatively which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware the customer experienced the previously reported deflation on the right side post-operatively. On 7/18/2019, it was noticed that the initial reporter's email was erroneously omitted from the initial report submitted on 7/16/2019. The product information has been updated and a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).